Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bowel procedure, during the side-by-side anastomosis, the jaws of the third reload got locked on the bowel tissue. The surgeon fired the reload over a suture needle. The staple line was also incomplete. The surgeon cut around the reload remove the device from being locked on the tissue and fired another load for reanastomosis. The surgical time was extended for 30 minutes or more.